Event description:
On 8/10/06, the lay user/pt contacted lifescan (lfs) alleging, the one touch ultra meter was giving both inaccurately erratic readings, and inaccurately high readings. On 8/11/06, the technical service rep (tsr) spoke with the pt to obtain and verify info. In 2006, at 6:05 pm, the pt obtained a blood glucose reading of 223 mg/dl on the reported meter. After this, the pt took 18 units mixtard 30 insulin on a sliding scale based on the meter reading. The pt ate his usual dinner of tomatoes, bread, cheese and strawberries. During the night, the pt woke up experiencing the symptoms of sweating, agitation and nightmares. At 2:49 am, the pt obtained a blood glucose reading of 40 mg/dl on the reported meter. He treated himself with two pieces of chocolate and returned to bed. The pt did not receive medical attention or treatment. At 8:00 am, the pt's blood glucose reading was 86 mg/dl. Prior to the event date, the pt had been hospitalized for several hours due to chest and back pains. His fasting blood glucose reading in the hosp was 80 mg/dl, and he received 12 units nph insulin. The pt reported a second episode four days later, at 2:09 am of experiencing symptoms of sweating and nightmares. At that time, the pt obtained a blood glucose reading of 47 mg/dl. He administered self-treatment with chocolate. Previous to this event, the pt had taken 16 units insulin based on the meter reading of 169 mg/dl on the previous evening, at 5:31 pm. The pt takes 'umuline' nph insulin in the morning and mixtard 30 insulin in the evening, both on a sliding scale based on meter readings. The pt's expected fasting blood glucose readings are 80 to 100 mg/dl, and 150 mg/dl in the evening. The pt has no backup meter. The pt also reported the blood glucose readings of 156 mg/dl and 190 mg/dl on the reported meter, within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <=20% and/or <20 mg/d/l. The technical service rep determined during the troubleshooting telephone call that, the test strips were in good condition and within expiration dating, and the meter was programmed for the correct unit of measure and calibration code number. Qc testing was not performed during the call, as the pt did not have control solution. The meter was replaced. The pt became symptomatic following an insulin dose based on the meter readings, got low glucose readings on the meter, and treated himself with food. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.